Event description:
Upon further investigation it has been determined that the carex bed support rails are not overseen by the FDA, but by the cpsc. This incident has been reported to the cpsc and any further information received regarding this event will be provided to the cpsc.

Event description:
An (B)(6) female died after being entrapped between her bed rail and mattress. The medical examiner's office ruled the victim's death as positional asphyxia due to wedging her neck between the bed rail and mattress. The bed rail was pressed firmly against the right side of her neck. The victim had a history of dementia, coronary heart disease and diabetes. She was wheelchair bound and required assistance in and out of bed. She had normal upper body strength. She slept in a queen size bed with two different styles of bed rails. One of the bed rails was black with black material and pockets covering most of the rail and was towards the foot of the bed. The second rail was white with black material and was positioned towards the head of the bed. Her son stated that he previously found the victim wedged between the mattress and the bedrail about three months prior, she was not injured. The end-user became entrapped between bed rail and mattress and died from positional asphyxia. The end-user had a history of dementia and was on numerous medications. She was wheelchair bound and required assistance in and out of bed. The son stated he had last seen her alive when he put her to bed the night before. She was found at 1045 hours. She had normal upper body strength. She lived with her adult son. She slept in a queen size bed with two different styles of bed rails. One was black with black material and pockets covering most of the rail towards the foot of the bed. The second rail was white with black material and was positioned towards the head of the bed. The son stated that he previously found the victim wedged between the mattress and the bed rail about 3 months prior, she was not injured. The next-of-kin did not respond to numerous telephone voice messages and a letter. An on-site visit could not be conducted due to covid-19 restrictions. Warning label attached. The warning label states the following: not for use for those who suffer from seizures or other issues resulting in the loss of control of bodily movements. This bed rail is not to be used as a restraint. If gap between bed rail and mattress is more than 2" re-adjust so the bed rail is flush against the mattress. Instructions attached. Page 1 under warning states the following: this bed rail is not to be used as a restraint. Using the bed rail as a restraint can place a patient's safety at risk. Not for use for those who suffer from seizures or other issues resulting in the loss of control of bodily movements. Conditions such as agitation, delirium, confusion, pain, hypoxia, or needing to go to the bathroom, can cause a bed rail user to attempt to climb over, around, between, or through the rails, or over the footboard, possibly causing death or injury. Bed rail users should be monitored to make sure such actions do not occur, and to give help if necessary. If gap between bed rail and mattress is more than 2" re-adjust so the bed rail is flush against the mattress. If this item is being purchased for someone, be sure to explain the benefits and the dangers of bed rails.